Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event that the correct colors were not visible on the heartmate system monitor¿s screen was confirmed by analysis via a customer submitted image. The customer also submitted a video recording that also confirmed incorrect colors present on the display. The heartmate system monitor (serial number (B)(6) was not returned for analysis. Additional information provided stated that the incorrect behavior was too minor an issue for the system monitor to be returned and the issue can be considered closed. The root cause for the correct colors not being visible on the monitor¿s screen was unable to be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the heartmate system monitor (serial number (B)(6) was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 19dec2019. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), section titled ¿setting up the system monitor for use with the power module¿ and the heartmate 3 IFU under section 4 ¿system monitor¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the preparation of the pump before implantation, the system monitor showed incorrect behavior. The correct colors were not visible on the screen. The system monitor was replaced.